Event description:
It was reported that wake button was "not levelled" with one side appearing higher than the other, causing difficulties turning the pump on as the customer had to press the wake button multiple times in order to turn the pump screen on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.